Event description:
It was reported that the patient presented to the emergency room and was experiencing a heart rate of 45 beats per minute. The device exhibited loss of output. After restoring the output through interrogation, the measured data was-threshold 0.74v, r-wave 16.62mv, impedance 661 ohms. The device remains implanted.